Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open lymphadenectomy procedure, upon closing skin, the needle came off unexpectedly. Another suture was opened and used to complete the case. There was no patient injury.